Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode was associated with a system infection which was thought to have been due to an unrelated bike accident. A scab was excised from the patient and antibiotics were given. The electrode remains implanted and in service. No additional adverse patient effects were reported.